Event description:
A peritoneal dialysis patient's wife initially reported that she was receiving multiple alarms and required assistance in resolving the problem. On (B)(6), new information determined that this was a product leak. There is no report of patient ill effect. No sample is available for evaluation.